Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer report he tried all cable power supply. He hears noise and beeps from the device but has no display. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the user interface module died on him after he had performed preventive maintenance on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.